Event description:
The consumer allegedly was smoking and using oxygen when a fire occurred, causing the consumer to suffer third degree burns on her lower legs and feet.

Manufacturer narrative:
Manufacturer spoke with the fire department. It appears the consumer was smoking in the bed and dropped their cigarette onto a combustible material. They believe the cannula caught fire, ultimately one of two oxygen tanks in the room exploded. Its unknown if the concentrator was even on at the time of the incident. The fire chief does not believe the concentrator caused the fire. MDR filed as a conservative measure based on injury.